Event description:
On 3/17/98 following a percutaneous transluminal coronary angioplasty procedure, an angio-seal device was placed in a pt's right groin. Hemostasis was not complete, therefore light digital pressure was held for approx 15 minutes at the puncture site. The pt was returned to his room where his pulses were noted to be fine and the site was without bleeding or hematoma. Approx nine days later the pt presented to his physician where a thrombus was diagnosed to be occluding the vessel. The pt was placed on a course of ticlid and aspirin, followed by one dose of heparin prior to surgery. On 3/27/1998 the pt underwent a superficial femoral bypass graft with good results. A f/u arteriogram performed on 4/3/1998 continues to show good flow into the bypass. As of 5/8/1998 there has been no further report of complication or pt sequelae made to the MFR.